Manufacturer narrative:
Product analysis: analysis was able to confirm the reported missing ventricular output connector. Analysis also noted the hanger assembly was broken and four case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was missing the ventricular connector. The epg was returned for service. There was no patient involvement.